Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was noted to have dislodged at an unknown date. On (B)(6) 2016 the patient presented for a scheduled lead revision procedure. During the procedure, the physician attempted to reposition the lead but electrical values were not ideal, so the lead was explanted and replaced. Post explant, the physician note that he had cut the silicone cuff around the tip of the led helix. The patient was in stable condition post surgery and would continue to be monitored.